Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 122mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 123 and 115 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing once a day (fasting) and is not taking any medication to control his diabetes. The customer is controlling his diabetes with diet and exercise. The customer has not made any recent changes in his diet, exercise regimen, or medication.